Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed self test. The pump was received with a pump error 43 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarm. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1, force sensor and battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, corroded motor switch and scratched case. In summary, customer alleged pump error 43 confirmed. Expose to moisture on battery tube assembly and motor noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received an error in the motor was detected by reading unexpected value from hall sensor (pump error 43) and pump could not be rewind. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and able to clear alarm but unable to rewind pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.